Manufacturer narrative:
Initial review determined the pump inside the controller failed. The pump is being returned to its original manufacturer for eval. Feedback from the supplier is expected. Additional info from the user facility: (B)(4).

Event description:
During a procedure, a burning smell was noticed. Biomed was called and all requirement was unplugged and sequestered. It was determined that the smell was coming from the surgical table. The pt was examined and no injury was noted. Manufacturer response compressor in unit burned up. Additional info from the user facility: manufacturer response (as per reporter) for surgical table. Device still under warranty "compressor in the modular unit had burnt up".